Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: symptoms have resolved.

Manufacturer narrative:
Medwatch sent to FDA on 2/26/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of skin turned white and suspected vascular compression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for ischemia and skin discoloration: "contra-indications ¿ do not inject into the blood vessels (intravascular). Undesirable effects the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ staining or discolouration of the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus® in the nose. Prior to injection the patient was given a "facial anesthetic cream." The patient's skin around the injection site "turned white" and "vascular compression" was suspected by the physician. The healthcare professional "dissolved the filler" the same day of injection. Symptoms are ongoing.